Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer stated that they were at the hospital waiting to be seen by the doctor. Customer stated that insulin was squirting out. Drive support cap was noted to be normal. Customer also mentioned receiving a motor error alarm during prime and being unable to rewind the insulin pump. Customer's current blood glucose reading is 160 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. The insulin pump passed functional tests and the motor passed testing.